Manufacturer narrative:
Section d4: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The investigation summary was sent under MFR # 2916596-2018-03726. Investigation summary: the reported event of a no external power alarm followed by disconnecting the driveline can be confirmed based on the information recorded in the provided log files. Two log files provided by the customer were reviewed. The first log file (78111626) contained events recorded from june 23 to august 11, 2018 where multiple power cable disconnect and a single low flow hazard event were recorded. The data captured on 8/11/2018 at 10:05-10:06 suggested that the controller was disconnected from mpu and connected to not fully charged 14v batteries. At 14:06 there was a low battery advisory alarm. Approximately 8 minutes later the low battery advisory alarm progressed to a low battery hazard alarm. A no external power alarm and power save mode became active. The data recorded at 14:06 revealed that the system controller was powered by the backup battery and the driveline was disconnected. The second log file (78111627 backup controller) contained approximately 27 entries where the set speed was adjusted from 6000 rpm to 9400 rpm, the pump was briefly connected and disconnected and the clock was never synchronized. The system controller was not available for evaluation. According to the additional information the device will not be returned for evaluation. No further information was provided. The manufacturer is closing the investigation for this event.

Manufacturer narrative:
This report captures the misalignment after the patient disconnected his driveline which was previously reported under MFR #2916596-2018-03726. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2019-00039. It was reported that the patient mistakenly disconnected his driveline. The patient improperly attached he driveline to the controller with the arrows misaligned. The patient's family called the hospital when the alarms started. Pump parameters showed 0 and no flow. The patient decompensated quickly and required extracorporeal membrane oxygenation (ECMO), impella, and re-intubation. The patient coded during ECMO procedure and developed a hemorrhagic cerebrovascular accident. The patient underwent a computed tomography scan of the brain which showed small punctate focus on hemorrhage to the high left parietal cortex measuring 6 mm. Device thrombosis was also suspected. The patient ultimately went into cardiogenic shock and eventually died.